Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would not allow the customer to resume insulin and prompted the customer to load a new cartridge. The customer successfully reloaded the cartridge to address the event and insulin delivery was resumed. Blood glucose was 205 mg/dl.